Manufacturer narrative:
No serial number info is available; therefore, the device MFR date is unk. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been complete.

Event description:
The hospital reported the pt was anesthetized and intubated. A rise in etco2 (and tidal carbon dioxide) level was subsequently noted. The gas module was reportedly replaced but did not resolve the high etco2 reading. A blood gas was drawn and confirmed the elevated reading. The ventilation curve was also noted to be abnormal. The clinician reported switched between manual and mechanical mode of ventilator. The pt exhibited signs of light anesthesia. The anesthesia machine was replaced and monitored values returned to the expected range. There was no reported pt injury.